Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, and h6. As reported, the balloon of a 5f mynx control vascular closure device (vcd) appeared to be ruptured as the device was returned and the system came out. The patient had complications including hematoma and retroperitoneal bleed. The device was stored and prepped per the IFU. The stick was not high. The mynx was never actually deployed because button 1 was never pushed. The device was not returned for analysis. The product history record (phr) review of lot f2310101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to issue experienced. However, access site vessel characteristics and/or concomitant device factors are possible since a calcified vessel and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. A retroperitoneal hemorrhage (or retroperitoneal hematoma) is a known potential complication after a percutaneous procedure, and is listed in the IFU as such. A retroperitoneal hemorrhage refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a back-wall or high stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/peripheral artery disease that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, back-wall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the hematoma and retroperitoneal bleeding reported. However, patient and procedural factors are likely. Without the return of the device for analysis or procedural films, the reported bleeding events could not be confirmed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. The IFU also includes, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it is also warned, ¿do not use mynx control vcd if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. Neither the phr, nor the information available for review, suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) appeared to be ruptured as the device was returned and the system came out. The patient had complications including hematoma and retroperitoneal bleed. The device was stored and prepped per the IFU. The stick was not high. The mynx was never actually deployed because button 1 was never pushed. The device is not being returned for evaluation. The patient had complications including hematoma and retroperitoneal bleed.